Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the end caps are missing at the bottom of both the rails due to normal wear and tear. A sharp edge was exposed but no injury occurred.